Event description:
Patient #1 has developed burkholderia infection at surgical site. Most commonly this an infection in the lungs of cystic fibrosis patients. Patient #2 presented for infection treatment. They also have burkholderia infection at a surgical site however their surgery was completed elsewhere. As such, we are concerned that possible implants or solutions may be contaminated. Both patients had endovascular aorta aneurysm (aaa) repairs with gore mesh implant and abbott closure devises.